Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bc687r - bipolar dissection scissors 230mm. According to the complaint description, the material came off. The coatings from the scissors came off and are in patient's abdomen. The fragment remained in situ. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Visual investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The pair of scissors is in a very used condition, scratches and residues can be found all of the surface. The ceramic tip is fractured. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores or inclusions could be found on the point of rupture. Due to the deposits at the red marked area this fracture must already be older, while the area marked in green is without deposits. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: it is almost certain that a mechanical overload situation led to the breakage. To avoid damages to this kind of instruments. Therefore the root cause is most likely usage related. Based upon the investigations results a CAPA is not necessary.